Manufacturer narrative:
Insulin pump received with broken battery tube thread noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 419 mg/dl at time of incident. Customer treated with manual injection. Customer also stated that battery compartment was chipped off. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.